Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the usb cable was missing from the verio iq meter kit. This complaint is being reported because the reported issue was not resolved with troubleshooting. The customer was sent a cable. There was no indication that the product caused or contributed to an adverse event.